Manufacturer narrative:
The date of the event was not reported; instead, the aware date was used.

Event description:
It was reported via social media that a hematoma occurred. The patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. It was reported via (B)(6) that the patient is doing well; however the patient had a large hematoma after surgery. It was further noted that the hematoma is going away. Bsc has attempted to obtain additional information, but none has been provided at this time.